Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR. Trackwise ID # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood and charred tissue were observed on the heater wire. The heater wire was observed to be flexed away from the middle portion and is detached at the tip but remained attached to the base of the hot jaw. Silicone jaw was observed to be intact and no other visual defects was observed. Based on the returned condition of the device, the reported complaint "material twisted/bent wire" was confirmed specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.